Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were having problems with their sensors. The customer stated that the sensors are not reading, have been beeping with many alarms and at the time of the phone call the sensor graph had no reading. The customer's blood glucose was 160 mg/dl. The customer stated that they measured their blood glucose and performed a calibration. At that time their blood glucose had been 456 mg/dl. The customer declined troubleshooting for the high blood glucose stating that they woke up work up with high blood glucose, but it was normal for them. Troubleshooting was performed fort he lost sensor alert. The transmitter ID was not programmed in the insulin pump. The customer stated that they hit the transmitter the day prior to the phone call. When asked to check the sensor status screen, a calibration was overdue. And the customer was advised that there was no information on the graph because there was no information provided. Nothing further was reported.